Event description:
(B)(4). I have developed since the essure hair loss, excessive bleeding and cramping. Depression, anxiety, incontinence, rashes and also have to take vitamin supplements b3, 6, andamp; 12.